Event description:
Customer reported that alarm times differed between their notifications and pump history, with an initial alarm noted at 5:18 am. There was no adverse impact to the customer¿s blood glucose level. The case owner, identified as a specialist 3, promised a log review and a follow-up with the customer, while the csa reviewed the call recording and advised on further troubleshooting steps without escalating the case.